Event description:
It was reported that the external pulse generator's (epg) battery enclosure was broken; however, the battery compartment was able to hold the batteries in place. The epg has been returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm that the external pulse generator's (epg) battery enclosure was broken. It was noted that battery drawer arm assembly was broken. It was determined at analysis that the ventricle encoder was damaged. It was noted that the ventricular encoder would skip segments due to it being damaged and was not functioning accurately. It was further noted that the keypad was scratched. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.